Manufacturer narrative:
Evaluation summary: blood residue was present in the inner lumen and balloon upon return. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Numerous kinks were evident along hypotube. During visual inspection kinks were visible along distal shaft; 7.1cm and 19.4cm proximal to distal tip. Detachment also occurred on device; detachment point 0.9cm distal to the strain relief. The inner lumen patency was verified with a 0.015 inch mandrel. Image review: two photographs were received from the account, capturing the dislodged endeavor resolute 2.25x24mm dislodged stent and leur, along with the product packaging. The dislodged stent is stretched, bunched and deformed. The lot #0008234534 on the device and the product packaging matches that reported by the account. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute stent to treat a moderately tortuous, severely calcified lesion with 99% stenosis, situated in the mid cx artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. There were no difficulties when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. The physician noted that stent dislodgement occurred during removal following failed delivery. The stent could not cross lcx and dislodged when retracting the stent. The stent was removed from the patient using a catcher. No new stent was implanted. The physician applied balloon dilation only and completed the operation. There is no patient injury. Patient had left hospital and status was well. The physician commented that the vessel tortuosity, lesion¿s 99% stenosis caused the dislodgement, the event was not related to the device. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.